Manufacturer narrative:
Per good faith effort (gfe) response, the bme was able to scavenge two wheels from another cart, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the caster on the universal stand was broken. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) advised that the castors are no longer available for the universal stand and provided the part numbers and prices of the v680/v60 roll stand cylinder holder, v60 partially assembled roll stand, and bottom foot kit for repair. The rse also discussed how to install the corresponding feet on the v60 with the customer. Investigation is ongoing